Event description:
It was reported to philips that the collimator shutters were closing, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by reselecting another technique. The customer reported that the collimator shutters were closing while doing study. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. The fse conducted tests on the detector rotation and imaging and confirmed that the system was in good working order. The codes were updated based on the investigation outcome.